Event description:
The customer reported that her olympus evis exera iii bronchovideoscope was displaying an e315 unsupported scope communication error during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was displaying the e315 unsupported scope error code during testing. Additionally, the plastic connector was chipped. The distal end was elongated with peeling adhesive. The insertion tube was buckled in places and dented elsewhere. The scope connector had scratches present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that water got inside the scope connector during user handling. As a result, an abnormality occurred in an electrical component, and an error message was displayed. The event can be detected/prevented by following the instructions for use which state: 1) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 2) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. " olympus will continue to monitor field performance for this device.